Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed infection over the ipg site. It was noted that there were oozing sore and the ipg was visible. The physician believed that the infection was not device or surgery related. The patient was prescribed with antibiotics and underwent an explant procedure.